Event description:
It was reported that there was a lead dislodgement, with loss of capture noted. The lv (left ventricular) lead was then programmed off, as the patient had refused a lead replacement when the lead initially dislodged. About 21 months later after worsening heart failure symptoms, the patient agreed to have the lead explanted and replaced. No further patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 implantable tachy lead, (B)(6) 2010; 383069 implantable pacing lead, (B)(6) 2010. (B)(4).